Manufacturer narrative:
G4: this part is not approved for use in the united states; however a like device catalog # 1556200500, 510k # k131321, UDI# (B)(6) was cleared in the united states. B1/b2/h1: model#-1556100500 is not marketed in the us, but is similar to other marketed devices. Thus, it is reportable for malfunction, not serious injury, although surgical intervention did take place. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with preoperative diag nosis for l5 vertebral body breakage due to instability by rod breakage. Procedure performed was rod replacement and re-fixation. The level at which the implant was performed was th10-s. It was reported that the pt. Visited for medical consultation for lower back pain this year. The rod breakage was confirmed via x-ray, and repeat surgery was planned. Rod breakage and l5 vertebral breakage. There was no fragment left inside the patient. There was no patient symptoms or complications as a result of this event. A new connector was used to fixate it to the rod. Patient developed lumbar vertebra. It was bent due to insufficient metal strength. Rod was replaced and fixated again.

Manufacturer narrative:
H3. Product analysis product ID # 1556100500 lot ID # 00262519w visual inspection confirmed the rod was returned bent. Optical inspection revealed some wear and indentions on it from the seating and tightening of the set screw. Macroscopic inspection of the fracture surface revealed material smearing and very rigid fracture surfaces. The ends may have been cut during the removal process. After implant review there were no signs of preexisting damage/cracks that could contribute to the rod breaking. The rod breakage appears to from overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.